Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units pressure display becomes zero. There as no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp and performed fiber check. It was found to be good. Then fse performed drive test with t-ray catheter. Pressure display was normal, results good and was unable to reproduce the reported issue. . The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.